Manufacturer narrative:
The reagent lot number is 883906, with an expiration date of 28-feb-2027. The qc recovery data provided was within specification. Calibration was last performed on 07-oct-2025. The alarm trace showed multiple sample short, noise error, and abnormal aspiration alarms. The field service engineer (fse) replaced the sample pipettor, performed pipettor air purges, cleaned and adjusted the reagent pipettors, and verified that the analyzer was performing within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for multiple urine patient samples on a cobas pure c 303 analytical unit. The reporter provided one example of discrepant results: the initial result was 0.000000 mg/l, accompanied by a data flag. The repeat result was 0.000000 mg/l, accompanied by a data flag. The results were deemed falsely low, as the result was confirmed to be more than one color block in the 50 to 100 mg/l range.